Event description:
Upon assessing pt with pneumonia, found the right chest tube suction via pump not working. Pt condition: decreased loc, increased respiratory rate and increased effort, unequal chest expansion requiring insertion of a chest tube for collapsed right lung. Upon inspection of machine, found bushings worn out. The machine has no alarm to signal when unit quits working.